Manufacturer narrative:
Additional information including reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the initial MDR. The correct aware date should have been oct 21, 2023, and not sep 12, 2023.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear of the angle wire, bending angle in the left direction did not meet the standard value, the light guide lens had chipped adhesive, and the bending section cover (a-rubber) had cracked adhesive. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the colonovideoscope had bending and manipulation issues. Upon inspection of the customer¿s returned device, it was observed the auxiliary channel (jet-tube) had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.